Event description:
Following a cardiac catheterization procedure, an angio-seal device was deployed in the pt's right groin without reported difficulties. Pedal pulses were palpable and pt was discharged. There was no pre-placement angiogram performed prior to deployment. The pt presented to the hosp on 04/28/2000 with a cold and discolored right foot. The cardiologist examined the pt and referred pt to a vascular surgeon. The vascular surgeon performed a peripheral angiogram revealing no iliac disease. The common femoral and profunda were patent. A small embolus was present at the origin of the surficial femoral artery; likely the foot plate of the angio-seal device. No significant distal disease was noted. Further examination of the right groin revealed inflammatory tissue and a thrombin plug occluding the proximal superficial femoral artery. The pt was taken to surgery for removal of the angio-seal device and repair of the superficial femoral artery.